Event description:
It was reported that while ventilator was connected to a patient, there were no tidal volumes displayed and the respiratory rate was up to 109 breaths/min. The ventilator was removed from the patient and attached to water circuit bag where the rate still remained. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to investigate. The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use again. No parts were replaced. Provided ventilator logs were reviewed. The event log contains alarms for high respiratory rate and low expiratory minute volume generated shortly after ventilation is started. The fact that the alarms occurred directly after start of ventilation indicates a probable leakage in the patient circuit. The trend log also shows a difference between inspiratory and expiratory volumes indicating a leakage in the patient circuit. The delivered o2 concentration is as set. The reported respiratory rate of 106 b/min could not be confirmed. There are no technical error codes in the logs indicating no ventilator malfunction. The ventilator successfully passed pre-use checks four days prior the event date. The cause of the reported loss of tidal volume was a leakage in the patient breathing circuit. The cause of the leakage has not been further determined.

Event description:
(B)(4).